Event description:
(B)(4).

Manufacturer narrative:
On 04 august the retrieved implants was analyzed by the r&d project manager with the following comment: observing the explanted implants (items returned: stem, and ceramic ball head) no conclusion can be determined by the visual inspection. On 03 september 2015 it was prepared a final report with the information collected during the investigation, already reported in the initial report and here above. On the same day the report was sent to the initial reporter and the case was closed.

Manufacturer narrative:
Batch review performed on may 12, 2015. Lot 141466: (B)(4) stems manufactured and released on june 17, 2014. No anomalies found related to the problem. To date, (B)(4) items of the lot have been already sold without any similar issue reported. On may 02, 2015 the (B)(4) made the following comment: according to report, the pt had a significant trauma. This is evident from the x-ray in acute conditions. No reason to suspect that the implant was in any way responsible for the consequences.